Event description:
Drug/diluent: sensorcaine 0.5%. Fill volume: 270ml. Flow rate: 5ml/hr. Procedure: arthroscopic repair of type ii slap lesion right shoulder. Arthroscopic acromioplasty. Arthroscopic distal clavicle resection. Extensive arthroscopic debridement right shoulder, including debridement of partial thickness tear undersurface supraspinatus tendon and debridement of partial thickness tear upper border of subscapularis. Insertion of indwelling pain catheter right shoulder. Cathplace: subacromial space. Patient alleges cartilage damage in right shoulder following placement of an I-flow on-q painbuster, pm014-a, after surgery on (B)(6) 2008.

Manufacturer narrative:
Method: no product was returned for evaluation and investigation. Lot information is pending. A follow-up report will be filed once the information becomes available. Results: the information contained is from legal documents served on I-flow, llc. The complaint was opened, so that a medical device report (MDR) can be filed with the us food and drug administration. No further investigation will be conducted. Conclusions: as this complaint was created from a lawsuit served on I-flow or the threat of a lawsuit, no customer contact can be made at this time due to the pending or threatened litigation." As of 11/09/2006 I-flow updated the on-q pump directions for use (dfu), to include the following in the warnings section: "avoid placing the catheter in joint spaces. Although there is no definitive established causal relationship, some literature has shown a possible association between continuous intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis." (Dfu 1307011). On 08/08/2007, I-flow has also prepared a technical bulletin entitled "what we know about chondrolysis today"., (1303722, rev. E).